Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc221850t0. Model: sc-2218-50t. (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to charging deficits. The patient is doing well post operatively and the device will not be returned due to hospital policy.